Event description:
The account generated a falsely positive architect troponin-I result of 0.24 ng/ml on a patient (sample ID: (B)(6)) from the emergency room (ER). The point of care troponin test was negative at 0.0 ng/ml. The specimen was repeated with architect troponin-I negative results (0.0 and 0.0 ng/ml). The account uses a laboratory cutoff for troponin of 0.06 ng/ml. The patient was not given any treatment due to the false positive architect troponin-I result. Patient history showed patient went to ER for chest pain and tingling in fingers. Patient received morphine in ER. Patient history also showed hypertension and diagnosed with (B)(6). No impact to patient management was reported due to the false positive architect troponin-I result.

Manufacturer narrative:
A review of customer complaints received to-date to determine if others have experienced the issue encountered the customer facility. The review of this data did not identify an increase in complaint activity for lot 61931un12. A study was performed to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot, 61931un12. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Although the investigation team was unable to find an exact cause of the customer results observed, the accuracy testing indicates the reagents are performing acceptably. Additionally, the architect stat troponin-I package insert provides information regarding discrepant results. No deficiency or malfunction was identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.